Event description:
It was reported to philips the device needs to be checked. Additional information has been requested. We are considering this to be a malfunction at this time. There was no patient involvement.

Manufacturer narrative:
Reporting institution phone: na. Reporter phone: na.

Manufacturer narrative:
Multiple requests were made for evaluation information, however, no additional details were received. Multiple requests were made for resolution information, however, no additional details were received. No conclusion can be drawn. The device remains at the customer site. H3 other text : multiple requests made but no information provided.

Event description:
It was reported to philips the device needs to be checked. We are considering this to be a malfunction. Multiple requests were made for additional symptom information, however, no additional details were received.